Event description:
On 3/8/1998, resident was taken to shower room via wheelchair, was transferred into shower chair, then showered. Upon completion of shower, resident was being pushed to drying area (all in the same room), when right front leg of shower chair broke off, which caused the shower chair to tilt forward and resident slid off shower chair onto the shower area floor (she fell onto her right hip). The resident was sent to the hosp for evaluation and was found to have a fractured right hip, she is currently hospitalized. Maintenance has documentation of monthly checks on all showers and bath acessories. And the shower chairs were found to be in working order. The large shower chair was not found to be in working order and was removed and repaired.